Manufacturer narrative:
Pr 1424852 initial emdr. If and additional information or a sample investigation is received a supplemental emdr will be submitted. Date of event was unknown so the awareness date was provided.

Event description:
We had one malfunction and the blade broke during a case last month, they were able to retrieve and it is in a cup.

Manufacturer narrative:
The sample was provided, and an evaluation was performed. The root cause is overstressing of the instrument. Hardness measured 41.3 hrc (within the specification of 38.0 to 44.0 hrc). There are witness marks on the back edge of the blade where the break occurred that appear to be some type of handling damage or other contact. This would create a stress concentration and would facilitate a break in this area if the blade were used improperly, such as, for prying or lifting. Based on the details of this investigation; specifically, the returned device, this complaint was confirmed for the reported defect. However, no manufacturing errors/ deviations were identified. Multiple tests were performed in an unsuccessful attempt to replicate the defect. Additionally, the sample was sent to the supplier who also did a review that yielded no manufacturing errors and concluded that the defect appeared to be handling related. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Event description:
We had one malfunction and the blade broke during a case last month, they were able to retrieve and it is in a cup.